Manufacturer narrative:
Further information was requested but not received. The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2019-16367, related manufacturer reference number: 2017865-2019-16368. A patient death of an unknown cause was reported without clear information as to whether the death was device-related.

Manufacturer narrative:
Final analysis found that as received, only the connector portion of the lead was returned in one piece measuring 30.0 cm . Electrical testing did not find any indication of conductor fractures. Visual inspection of the partial lead found no anomalies except for procedural damage.